Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation. A correlation between the device and the reported right heart failure, aortic regurgitation, bleeding, renal failure and stroke could not be determined through this evaluation. A root cause for the reported driveline and pump pocket infection could not be conclusively determined through this evaluation. The research abstract consisted of 65 patients implanted between (B)(6) 2009 and (B)(6) 2017. The hm3 IFU lists right heart failure, infection, device thrombosis, stroke, bleeding, and renal failure as adverse events that may be associated with the use of the hm3 lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. The IFU instructs that aortic insufficiency be addressed at the time of implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Specific patient information and device serial numbers are documented as unknown. The date of event has been entered as the same as published date (april 2019) since the date of data collection was not provided. The author of the abstract was listed as m. Tan et al. At the cardiology, national heart centre singapore, singapore.

Event description:
It was reported through the research abstract titled ¿outcomes of left ventricular assist device as bridge-to-cardiac transplant in singapore¿ that the heartmate 3 lvad may be related to right ventricular failure, infections, gastrointestinal bleeding, stroke and cardiac tamponade post lvad implant, as well as later complications such as driveline infection, pump pocket infection, pump thrombosis, stroke, gastrointestinal bleeding, and severe aortic regurgitation leading to aortic valve closure. 13% of the patients underwent pump exchange. The median wait to heart transplant was 893 days. Many patients remained on lvad support for an extended period, which could contribute to the increased incidence of complications while waiting for a heart donor. The device was implanted at time of event. No further information was provided.